Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 250 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a manual injection was delivered and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1174 pulses. Inspection of the needle mechanism found no issues. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.